Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser probe would not fit neatly inside the valved trocar. Once inside the valved trocar, the probe would not work. The probe was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on march 29, 2016. There were 456 paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 25ga illuminated flexible curved laser probe was received. A visual assessment of the returned sample was performed on october 27, 2016 and showed that the nitinol flexible tip was very bent, and the tip cannula was also bent. The laser probe was inserted into a 25 ga trocar cannula and became stuck at the junction of the nitinol and the cannula. The laser probe was connected to a calibrated system to test the laser power. The aiming beam was found to be faintly emitted from the junction of the nitinol and the tip cannula. Due to the visual nonconformities, the laser emission was unable to be functionally evaluated. The probe was then disassembled, but no nonconformities were seen that could have caused the reported event. The root cause of the reported event of ¿not being able to insert into trocar¿ can be attributed to the bent nitinol flexible tip. However, how or when the sample became nonconforming could not be determined. Due to the visual nonconformity, the laser emission was unable to be functionally evaluated. Based on the information obtained, the root cause of the reported event of the laser emission not working could not be determined conclusively. (B)(4).